Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor ins was implanted for the bladder. Patient reported they experienced incontinence again and that they turned the stimulation all the way up and could barely feel the stimulation at times. No further complications were noted or anticipated